Event description:
Dealer states the power switch was the key failure, but he had a list of units and he stated that some of them had no power, and others had no audible alarms, but he did not know which power switches were assigned to which failure. No further information provided.